Manufacturer narrative:
Date of event: unknown. Initial reporter zip:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer went through four bags and noticed syringes had foreign liquid come out of the bd ultra-fine¿ syringes. Found before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: defect: fm, cat. #: 324919, batch#: 6055846, product description: syringe 0.3ml 31ga 6mm half unit 10bag ca, date(s) of packaging: 25mar2016 to 26mar2016, machines packaged on: (B)(4). Device history record review ¿ a review of the device history record was completed for batch# 6055846. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there one (1) batch of material # 700003988 (syringe 0.3ml asm 31ga 6mm tw sm700176) that went into the finished batch# 6055846. Batch# 6082682, dates of manufacture: 25mar2016 to 26mar2016, machines manufactured on: (B)(4). There were zero (0) defects or notifications noted during the production of the above listed batch. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.